Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x7bj, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer representative reported a power on reset occurred due to the electrocautery during a lead revision (see below). After resetting the implantable neurostimulator with the clinician programmer, it started working fine. The patient was indicated for gastrointestinal pelvic floor. No further information was reported. A follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2015-20293. The referenced report captures details pertaining to the lead revision.